Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint (pc), concerns a female patient of unknown age and ethnicity. Medical history and concomitant medication were not reported. The patient received human insulin (rdna origin) regular (humulin r) and human insulin (rdna origin) nph (humulin n), via a reusable humapen luxura (champagne) pen, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unclear if prior or after starting human insulin regular and nph therapies, the patient became blind. On unknown date, the patient was experiencing unspecified problems with her humapen luxura champagne further described as no or insufficient insulin would be released from the device (lot number 1206b03 with pc (B)(4)). On (B)(6) 2019, the patient had applied 30 iu of human insulin regular and at the time of initial report she was feeling unwell and her glycemia reached 660 (no unit or reference range was provided). Therefore, the patient applied more 10 iu of human insulin regular. The events blind and glycemia at 660 were considered serious by the company due to medically significant reasons. Information regarding corrective treatment, laboratory tests, outcome of the events and human insulin regular and nph status was not provided. The patient reused the needle twice a day and stored the device with needle attached. The patient operated the device and it was unknown if she was trained. The suspect device had been used for about five years. The suspect device, which was manufactured in (B)(6) 2012, was not returned to the manufacturer. The initial reporting consumer did not provide an assessment of relatedness. Edit 18feb2019: updated medwatch fields for expedited device reporting. No new information added. Update 08mar2019: additional information received on 08mar2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for pc (B)(4)associated with lot 1206b03 of humapen luxura (champagne) device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 08mar2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported she was having problems with her humapen luxura device; no or insufficient insulin would release from the device. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1206b03, manufactured june 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient indicated she was blind. A complaint history review for the batch did not identify any atypical findings with regards priming/setup issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use state to use a new needle for each injection and not to store the pen with a needle attached. In addition, the core instructions for use state the device is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use the device. There is evidence of improper use. The patient reused needles and stored the device with a needle attached. These may be relevant to the event of increased blood glucose. In addition, the patient used the device while visually impaired. It is unknown if this is relevant to the event of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint (pc), concerns a female patient of unknown age and ethnicity. Medical history and concomitant medication were not reported. The patient received human insulin (rdna origin) regular (humulin r) and human insulin (rdna origin) nph (humulin n), via reusable pen, unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unclear if prior or after starting human insulin regular and nph therapies, the patient became blind. On unknown date, the patient was experiencing unspecified problems with her humapen luxura champagne (lot number 1206b03), which was associated with pc (B)(4). On (B)(6) 2019, the patient had applied 30 iu of human insulin regular and at the time of initial report she was feeling unwell and her glycemia reached 660 (no unit or reference range was provided). Therefore, the patient applied more 10 iu of human insulin regular. The events blind and glycemia at 660 were considered serious by the company due to medically significant reasons. Information regarding corrective treatment, laboratory tests, outcome of the events and human insulin regular and nph status was not provided. The patient reused the needle twice a day and stored the device with needle attached. The patient operated the device and it was unknown if she was trained. The suspect device had been used for about five years. The return status of device was unknown. The initial reporting consumer did not provide an assessment of relatedness. Edit 18feb2019: updated medwatch fields for expedited device reporting. No new information added.